Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that they found an issue with the power management board. Fse removed the power supply board and tried to check for repair with another defective power supply. Fse waiting for the parts to replace, so unit has not been repaired at this time. If any further information is given, the complaint will be reopened and investigated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily routine check, the cs100 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that they found an issue with the power supply board. Fse removed the power supply board and tried to check for repair with another defective power supply. The fse replaced the power supply assembly which customer has arranged. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.